Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 412mg/dl and 390 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer declined to troubleshooting for high blood glucose. Customer also stated insulin pump had insulin flow block alarm. Customer stated insulin exits with the fill tubing. The device will be returned for analysis.